Event description:
The device was returned for service. Upon evaluation, it was found to run without user activation.

Manufacturer narrative:
Upon investigation, a corroded socket was discovered. Damage or extra impedance on the hall sensor line of the socket can result in false run signals.